Manufacturer narrative:
As reported, the balloon of two 6/7f mynx control vascular closure devices (vcd) burst after retraction. Hemostasis was then achieved by manual compression. There was no reported patient injury. The vcds were used to close the right femoral puncture site. The devices were used with a 7f non-cordis sheath. The puncture was reported to be easy, with sclerosis but no large fissured plaques were found on sonogram. There was no clinical peripheral arteriosclerosis (pavk). Testing was noted to be unremarkable. Inflation of the balloon after sheath passage was also unremarkable. The balloon burst after retraction. The sheath remained in the lumen, so another mynx was used. The second time the sheath was already retracted 3 cm. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Regarding the puncture femoral site, there was no angiography to verify the femoral artery¿s suitability, and the vessel type was the arterial femoral communis. The vessel diameter was verified to be approximately 7mm on sonography, and there was moderate tortuosity of the iliac artery with little to no tortuosity of the femoral artery. The mynx vcd was stored and prepped according to IFU instructions, with no device or package damage noted prior to use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon ruptured inside the artery just before the arteriotomy. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and the procedure sheath were not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found in the manufacturing position fully covered by the sealant sleeves. The sealant was exposed to blood. In addition, no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU) document was conducted. The findings indicated a balloon leak in the balloon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition of the returned unit, and the investigation conducted, a non-sterile "mynx control vcd 6f/7f" device was analyzed. The reported event of ¿balloon balloon loss of pressure¿ was observed. Visual inspection revealed that the balloon was fully deflated. Functional testing indicated a balloon leak, and microscopic examination revealed a longitudinal tear in the balloon, which caused the loss of pressure. However, despite the investigation, the root cause of the tear could not be definitively determined. The sclerosis of the site reported, as well as not verifying the vessel¿s suitability, may all have been contributing factors to the reported event. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The analysis did not provide evidence suggesting that the failure was related to the manufacturing or design process. As a result, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of two 6/7f mynx control vascular closure devices (vcd) burst after retraction. Hemostasis was then achieved by manual compression. There was no reported patient injury. The vcds were used to close the right femoral puncture site. The devices were used with a 7f non-cordis sheath. The puncture was reported to be easy, with sclerosis but no large fissured plaques were found on sonogram. There was no clinical pavk. Testing was noted to be unremarkable. Inflation of the balloon after sheath passage was also unremarkable. The balloon burst after retraction. The sheath remained in the lumen, so another mynx was used. The second time the sheath was already retracted 3 cm. The patient had no peripheral arteriosclerosis (pavk). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Regarding the puncture femoral site, there was no angiography to verify the femoral artery¿s suitability, and the vessel type was the arterial femoral communis. The vessel diameter was verified to be approximately 7mm on sonography, and there was moderate tortuosity of the iliac artery with little to no tortuosity of the femoral artery. The mynx vcd was stored and prepped according to IFU instructions, with no device or package damage noted prior to use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon ruptured inside the artery just before the arteriotomy. The devices are being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.